Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. There was a bent needle stuck in the customer's arm. The customers did not experience any symptoms and sel-treated by removing the needle. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.